Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d2a: prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: miller je, haq ii, hedge e, saunders p, farhan-alanie mm, hee sw, chourasia a, rao p, young sk. The sky is the limit - a novel system for interpreting radiolucent lines around corail uncemented total hip arthroplasty stems: a proof-of-concept study. Hip int. 2025 jul;35(4):344-352. Doi: 10.1177/11207000251345995. Epub 2025 jun 8. Pmid: 40485094. Objective/methods/study data: the aim of this study is to introduced and assessed a novel classification system for monitoring rlls (radiolucent lines) in uncemented stems. Between 2010 and 2013, a total 1113 stems who underwent a thr but 20 of 1113 stems were revised. 4 different sub-types of the depuy synthes corail cementless stem were used, the ka (standard offset 135° neck angle ¿avec¿, with collar), ks (standard offset 135° neck angle ¿sans¿, without collar), kho (high offset, 135° neck angle, without collar), kla (high offset, 125° neck angle, with collar). Followed up for 5-year. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: corail stem. Other devices that were used on the patient at the time of the event: unknown manufacturer acetabular component . Adverse event(s) and provided interventions possibly associated with unk hip femoral construct corail (qty 8) n=3; revisions due to pain n=2; revisions due to other reason n=3; revisions due to peri-prosthetic fracture. Adverse event(s) and provided interventions possibly associated unk hip femoral stem corail (qty 5): n=3; revisions due to aseptic loosening stem n=2; revisions due to implant fracture. Adverse event(s) and provided interventions possibly associated with unknown hip femoral head (qty 5) n=5; revisions due to dislocation/subluxation.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Added: d10 concomitant.